Event description:
It was reported that episodes of noise and low r-waves were observed. The lead was explanted and replaced. Post extraction procedure, possible externalization was observed near the distal coil. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 44.4cm was returned for analysis. External insulation abrasion was noted at 7.2-7.6cm from the distal tip which exposed the conductor cables, consistent with lead friction to another device or feature of the heart. The etfe coating of the conductor cables was intact at this location.